Event description:
It was reported that a 27mm navitor valve was implanted on (B)(6) 2022 at a depth of 7mm. On an unknown date, the patient had a pacemaker implanted. There was calcification extending beneath the aortic annular plane in the interventricular septum with whole left ventricular outflow tract obstruction (lvot). Reportedly, there was a short distance to the membranous septum and the depth of implantation was deep. No patient consequences were reported.

Manufacturer narrative:
An event of pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.